Event description:
Per the service technician, the device overheated during testing at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.